Event description:
After placement into the patient, the ultrasound catheter produced an error and failed to connect to the carto system. The catheter was replaced with no harm to the patient. Manufacturer response for diagnostic ultrasound catheter, soundstar eco diagnostic ultrasound catheter (per site reporter): clinical site notified the manufacturer directly.